Event description:
It was reported that during an unknown procedure, after firning and removing the device from the patient, it could not be opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during an unknown procedure, after firing and removing the device from the patient, it could not be opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during an unknown procedure, after firing and removing the device from the patient, it could not be opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.